Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a "severe" skin irritation on her back and under her breast. The patient's physician prescribed a lotion for the patient to use on the irritation. Follow-up indicated that the irritation had healed.